Event description:
PICC line insertion, wire stylet not removed after insertion. PICC catheter flushed, IV hub attached to line (with stylet inside catheter). Catheter cut to shorten & wire noted. Wire floated past/through distal tip of catheter.